Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user/ use error. The dfu states "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip". (B)(4).

Event description:
Same case as 2134265-2011-01034. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. No vessel details are available. The floppy rotawire guide wire was advanced across the lesion when the rotablator burr catheter touched the tip of the rotawire guide wire, detaching it into a side branch. The tip became dislodged and was unable to be retrieved. The vessel was stented. The patient's status is stable.